Event description:
The customer reported an issue with their freestyle freedom blood glucose meter which suggests that the memory overwrite malfunction has occurred. There was no report of death or serious injury. No third party medical intervention was required.

Manufacturer narrative:
The product has been requested for investigation. A follow-up will be submitted if the meter is returned. Customers and retailers have been informed.